Event description:
It was reported during the procedure while delivering the subject guidewire the physician found the guidewire was not moving after manipulation. The physician withdrew the guidewire and found it fractured. The broken fragments were removed from the patient. The device was replaced with another guidewire causing a ten minute delay in the procedure. The procedure was then completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned broken in 2 fragments, a distal 34.8cm fragment and a proximal fragment 182.6 including exposed and broken core wire. The distal fragment was inspected and found to be kinked/bent 0.4cm and 1.5cm from the distal tip. The core wire distal end was observed through the distal tip dome. The core wire had been pulled out of the proximal bond joint on the nitinol tubing. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact and no anomaly was noted. The proximal fragment was inspected and the core wire was broken/fractured. The surface of the core wire break/fracture was noted to be rough. The guidewire ptfe coating was inspected and the ptfe was found to be peeled/peeling from 22.1cm to 26.7cm from the proximal end. The core wire of the proximal fragment was inserted into the proximal bond joint on the distal fragment and to enable the full length of guidewire to be measured. It was possible to advance the guidewire through a flushed demonstration microcatheter without issue, no resistance was noted. Functional testing was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The tip section of the guidewire was fractured and all broken guidewire fragments were removed. The cause of the surgical delay was that the micro guidewire needed to be replaced. There were no coating issue noted on the guidewire distal, mid or proximal sections. The guidewire tip was not shaped. There were no other difficulties encountered during the usage of the device that could have contributed to the issue. Analysis of the returned device found the guidewire returned broken in 2 fragments, a 45.5cm distal fragment and a proximal fragment 154.7cm including 32.3cm of exposed and broken core wire. The distal fragment was found to be kinked/bent 0.4cm and 1.5cm from the distal tip. While the core wire distal end was observed through the distal tip dome, the core wire had been pulled out of the proximal bond joint on the nitinol tubing and was broken. The proximal fragment was inspected and the core wire was broken/fractured. The surface of the core wire break/fracture was noted to be rough. The core wire of the proximal fragment was inserted into the proximal bond joint on the distal fragment and to enable the full length of guidewire to be measured. The damage to the returned guidewire indicates a significant force was used during the procedure to have caused the core wire to have been pulled out from the proximal bond joint. An assignable cause of procedural factors will be assigned to the reported event of the guidewire does not have smooth movement and guidewire distal tip broken/fractured during use in addition to the as analyzed damage of the guidewire broken/fractured during use and the guidewire distal end/tip kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. There was evidence of scraping and peeling of the ptfe guidewire coating between 22.1cm and 26.7cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The analyzed damage of the guidewire ptfe coating peeling has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported during the procedure while delivering the subject guidewire the physician found the guidewire was not moving after manipulation. The physician withdrew the guidewire and found it fractured. The broken fragments were removed from the patient. The device was replaced with another guidewire causing a ten minute delay in the procedure. The procedure was then completed successfully with no clinical consequences to the patient.